Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm hooked up a patient simulator tot he iabp and found no issue. The stm inspected the iabp and found no issue. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during set up, the end user cannot see the pressure values, however waveforms are present on the cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.